Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A red luer cap was also returned. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, an air leak was noted. When the sheath was inserted into the patient, and the reflexion catheter was inserted into the sheath, from the middle, air was aspirated at the time of flash. Aspirating air many times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient's body has not been confirmed. No additional venipuncture or septum puncture was performed due to sheath replacement. Only the reflexion catheter was inserted into the hemostatic valve.